Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The additional two promus stents are being filed under separate medwatch MFR numbers. There was no reported product deficiency. The reported fever and hypersensitivity (allergic reaction) are known adverse events listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that three promus stents were implanted in the left anterior descending and circumflex arteries. The patient developed a low grade fever six days post procedure and and hives with sore throat approximately nine days post implant(s). The condition was reported as "almost like an anaphylactic reaction". The patient's friend who is a physician, suspects allergic reaction or serum sickness response to the drug everolimus. The patient is under medical care and has been given prednisone. The patient's condition is reported as improving. No additional information was provided.